Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp was blocked on 3 occasions. The following information was provided by the initial reporter: material no: 20019e, no: 20045839. It was reported ports are blocked, unable to infuse medications. Customer: set xtn .4ml 9.5in IV ndl free conn smallbore spn m ll. Extension with dual port. Ports are blocked, unable to infuse medications. Reported to vendor representative. Number of occurrences: 3.0.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp was blocked on 3 occasions. The following information was provided by the initial reporter: material no: 20019e no: 20045839 it was reported ports are blocked, unable to infuse medications. Customer: set xtn .4ml 9.5in IV ndl free conn smallbore spn m ll. Extension with dual port. Ports are blocked, unable to infuse medications. Reported to vendor representative. Number of occurrences: 3.0.

Manufacturer narrative:
A complaint of flow issues was received from the customer. No product was returned, so an investigation could not be performed to verify the complaint. A device history record review for model 20019e lot number 20045839 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.